Event description:
Pt's mother rang out and stated she noticed water on the sheet under the patient's IV line. I examined the tubing and connection. Leak appeared to be coming from the cap. Cap and tubing changed. Small drops of water continued to come out after tubing and cap were changed. Second rn assisted and it was determined to be the part of the cap where the IV tubing connects. Cap changed again. Leaking stopped. Caps with this affected lot number were removed from med room.